Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed on the actual sample via the naked eye which revealed a reddish particulate matter (pm), slightly longitudinal in shape, around the 2ml mark on the needle syringe. The reported condition was verified. The particle was consistent with coring material from the red rubber stopper of the calcium chloride vial. Customer usage could not be assessed; therefore, the cause could not be determined. However, preparation of floseal other than that per the IFU could cause or contribute to this complaint type. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that red particulate matter was observed in the needle syringe of a floseal device during preparation. There was no patient involvement. No additional information is available.